Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) battery cover was dirty and was unable to open and close properly. It was found that the epg was unable to start, visual inspection was performed. White residue was observed in the case and on the battery compartment, the battery door could not be open. Corrosion was also found on the main board, keypad flex tape, case screws, internal battery cover screws, the battery cover was damaged. Due to excessive contamination the incoming automated tests were not performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) battery cover was dirty, and was unable to open and close properly. There was no patient involvement.